Manufacturer narrative:
Conclusion: the info in this report was collected during the review of the stroke cases for a (B)(4). The physician reviewed the case and stated that the post procedure CT scan showed a faint visualization of subarachnoid blood in the area where the vessel was treated. But there was also blood in the parenchyma in same area which could be from hemorrhagic conversion of the pt's stroke. Therefore, it is not possible to be certain of the origin of the blood in this area. Hematoma is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
A (B)(6) yr old female presented with an acute right middle cerebral artery occlusion. An nih stroke scale assessment was conducted at presentation, which resulted in a score of 17. The pt was eligible for intra-arterial thrombectomy and therefore was prepped for the procedure. The penumbra system was partially successful in recanalizing the right mca with improved flow in the m1 and m2 segments. There was persistent distal emboli in the right posterior frontal and parietal branches of the right mca. According to the procedural report, there were no procedural complications. On (B)(6), 2010, "intraparenchymal hematoma" was noted on the CT scan. The relationship to the study device and angiographic procedure was reported to be "uncertain". The event was not considered to be serious and was reported as being "mild" in severity. This MDR is associated with MDR 3005168196-2011-00171 through MDR 3005168196-2011-00176.